Event description:
It was reported that 4 days after a coronary drug eluting stenting treatment procedure, the pt presented to the follow up office visit complaining of chest pain. The chest pain was determined by the physician as non life threatening and of moderate severity. The physician examination, EKG, and lab work were unremarkable. The pt was sent home to follow up again in two weeks. In 2004, the pt was rehospitalized and reintervened on. Add'l info has been requested.